Event description:
The length of the surgical delay was 45 minutes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The reported complaint could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a procedure. It was reported that system "will not transfer to stealth station." Representative reported that it is believed that this is a stealth issue because another representative reported that the same issue occurred with another imaging system previously. No further information provided. It was reported that the imaging system being unable to communicate with navigation system did not prevent the continuation of the procedure. Site was able to switch out the stealth and the case was completed. If they hadn¿t had a 2nd stealth they would have not been able to complete the case. Additional troubleshooting performed. The system was shut down and rebooted but still had the same issues. This issue occurred during a posterior lumbar fusion. There was a delay but no known impact on patient outcome. It is believed what the most likely cause is that the navigation system is not communicating with the imaging system.